Event description:
The customer observed that the device displayed a "wrench" icon service indicator.

Manufacturer narrative:
Medtronic replaced the device. Medtronic evaluated the device and observed that the "wrench" service icon was illuminated and found fault codes logged into the device's error log. The evaluation also observed that the device continuously alarmed connect electrodes and would not analyze a patient simulator rhythm. The root cause was determined to be due to a failure of ic u35 on the analog pcba.